Event description:
Patient had a bladder sling surgery on (B) (6) 2008 to insert a bard pelvilace -lot number -482150-. Result of surgery was two hospitalizations to remove urine from bladder as patient suffered total urinary retention and loss of mobility. A second surgery performed to loosen the pelvilace medical device on (B) (6) 2008 was unsuccessful to alleviate urinary retention. Patient further suffered from pain and recurrent infections. After second surgery patient was able to retain partial mobility and some urinary function; however, the pain and infection continued. A third surgery to remove the bard pelvilace was performed on (B) (6) 2009. The third surgery noted multiple irregular flaps of the anterior vaginal wall with irregularity and deformity, due to the medical device. After the third surgery, patient was able to urinate with some difficulty the pain and frequent infections continued. A fourth surgery was performed on (B) (6) 2010 to remove any additional bard pelvilace. The fourth surgery pelvilace was removed from the retropubic space in the periurethral area -right- and in the obturator fascia. After the fourth surgery patient still complains of pelvic pain and persistent infection. Dates of use: (B) (6) 2008 -- (B) (6) 2009. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: urinary incontinence.